Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a few infusion sets that were defective. Customer stated that they will not push so insulin will not exit. Customer's blood glucose is 92 mg/dl. Customer has two different lots and will return both.